Event description:
This is filed to report the clip detaching from both leaflets and becoming stuck in the chordae and increased mitral regurgitation (mr) requiring intervention. It was reported that the patient underwent a mitraclip procedure on (B)(6) 2022 to treat mixed mitral regurgitation (mr) with a grade of 4. A total of three mitraclips were successfully implanted reducing the final mr to a grade of 1. One week later the medial clip was noted to have detached from both leaflets, and the patient's mr increased to a grade of 3-4. There was no tissue damage noted and clip remained fixed in the chordae. On (B)(6) 2022 the patient underwent an additional mitraclip procedure to reduce the mr and stabilize the detached clip. One clip delivery system (cds) was advanced to the medial side of the mitral valve. Grasping the leaflets were difficult due to the strong tethered leaflets. However, the leaflets were grasped, and the clip was implanted reducing the final mr to a grade of 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. The physician believes the clip detached due to the patient¿s anatomy. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date estimated.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported clip detaching from both leaflets appears to be related to challenging patient anatomy. The reported foreign body in patient was due to the clip detaching from both leaflets . The reported recurrent mitral regurgitation (mr) was due to the clip detaching from both leaflets. The reported patient effect of mr as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.